Manufacturer narrative:
(B)(4). The final report will be provided upon completion of the investigation.

Event description:
Arjohuntleigh has received a customer complaint where it was indicated that at the time of lowering the patient onto a bed, using tenor standing hoist, "foot of lift came down onto the employees feet". The caregiver was reported to sustain a contusion. No further details concerning circumstances of the event have been revealed so far.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo (B)(4) (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by (B)(4) and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Arjohuntleigh has received a customer complaint where it was indicated that at the time of lowering the patient onto a bed, using tenor hoist, the floor lift tilted sideways and the foot of lift came down onto the employees feet. The caregiver sustained a contusion. No medical treatment nor hospitalization was needed. When reviewing similar reportable events, we have found a number of cases that may relate to the issue investigated here: tenor lift tilted sideways during the resident transfer. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use the occurrence rate of reportable complaints with this failure is relatively low. It is worth noting that the tenor hoist has been designed, produced and certified to meet the requirements of the (B)(4) stability test. It has been proven that even on a tilting slope, the tenor does not become unstable. In this particular case, the lift was positioned next to bed at the time of lowering the patient onto a bed. This incorrect way of positioning the resident caused that the hanger bar was outside the center of the gravity. This constitutes a use error: not placing the lift as described in the instructions for use (IFU thl25808m rev.1), "approach the bed with the open side of the tenor spreader bar towards the resident's head. Position the tenor so that the spreader bar is just above and centrally situated over the resident." In respect to this information, it appears most likely that the person in the sling was being vehemently pulled into the desired position and the lift destabilized in the direction that was pulled. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU and the correct transferring procedure would have been followed with using more precautions, the event would have been avoided. Our evaluation appears to be in line with a use error having occurred. It will be recommended to perform the re-training for the user, especially with an information how to position the lift in the relation to the bed. To sum up, the device was being used at the time of the event and played a role due to a use error - causing the device to not perform as intended. The involved device was exanimated by arjohuntleigh representative and was found to be working as per manufacturer specifications. This complaint decided to be reportable in abundance of caution as there is a potential that similar sequence of actions taken by the caregivers can result in serious injury.

Event description:
Arjohuntleigh has received a customer complaint where it was indicated that at the time of lowering the patient onto a bed, using tenor hoist, the floor lift tilted sideways and the foot of lift came down onto the employees feet. The caregiver sustained a contusion. No medical treatment nor hospitalization was needed.

Manufacturer narrative:
No further details concerning circumstances of the event have been revealed so far. Arjohuntleigh is still trying to obtain more information related to this incident. Additional information will be provided upon conclusion of the investigation. - attachment: [cover letter.pdf].

Event description:
Arjohuntleigh has received a customer complaint where it was indicated that at the time of lowering the patient onto a bed, using tenor standing hoist, "foot of lift came down onto the employees feet". The caregiver was reported to sustaine a contusion. No further details concerning circumstances of the event have been revealed so far arjohuntleigh is still trying to obtain more information related to this incident.